Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that during an MRI scan the patient felt a warming at the implant pocket and a painful shocking sensation through her whole body that made her legs jump up. The patient stated this started about ten minutes into the scan and when she started to move around due to the discomfort the MRI was stopped and the painful sensation stopped. The patient thought she was having a head MRI but it might have been some type of full body scan as she wasn¿t sure. The indication for use was spinal pain.

Event description:
Additional information was received from the manufacturer representative. It was reported that no actions/interventions or troubleshooting was done to resolve the shocking, burning sensation, and pain during the MRI. It was noted that the issue had been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.